Event description:
The customer reported that the device was squiring out insulin during priming. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.